Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was brought to the lab when atrial lead dislodgement was confirmed via x-ray and fluoroscopy. Programming change was made. No testing was done on the lead. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
It was reported that the patient was brought to the lab when right atrial (ra) lead exhibited inappropriately capturing in the right ventricle. Lead dislodgement was confirmed via x-ray and fluoroscopy. Programming change was made. The lead was explanted and replaced. The patient was stable before, during and after the procedure.